Manufacturer narrative:
Weldment.

Event description:
It has been reported in a service report that the unit dropped with a pt on board but no injuries were reported. This alleged issue could not be duplicated by field service. However, it was noted that the pt right trolley weldment was loose. The pt right trolley weldment and the trolley track roller assembly were replaced.